Manufacturer narrative:
Unit passed active current measurement, sleep current measurement, displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump¿s history and trace files downloaded successfully using thump software. No pump error 43 alarms noted during testing. However, pump error 43 confirmed in the pump history/trace files on [(B)(6) 2025 at 11:47:15.000]. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Pump was cut open to perform visual inspection and found corrosion damage on the motor home switch. Test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, broken battery tube threads, and cracked case. Alleged pump error 43 alarms confirmed in the pump history files on [(B)(6) 2025] due to corroded motor home switch. Exposure to moisture confirmed. Alleged device test failed not confirmed during full functional testing. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, broken battery tube threads, and cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported multiple issues like the customer received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), a leak on the reservoir compartment and a crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-342. Troubleshooting was performed. The customer was able to clear the alarm and complete rewind. The pump did not displacement test. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested, and the customer response was the device will be returned. Mmt-342 was requested, and the customer response was the device will be returned.